Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that the pt was experiencing reduced flexion and could not achieve full extension. Surgeon wanted to revise the tibia, add add'l slope and implant a universal baseplate with a stem extension. The first 2 implants noted above were removed, (originally implanted on (B)(6) 2011).